Event description:
It was reported that the patient experienced perforation. The patient underwent percutaneous coronary intervention in the distal right coronary artery (rca). A 3.00 x 48mm synergy xd drug-eluting stent was deployed. However, during the procedure, a perforation occurred in the rca. A covered stent was deployed in the same area to cover the perforation. There were no further patient complications reported.